Event description:
It was reported that a remote transmission revealed the patient received inappropriate atp and hv therapy. Review of transmission revealed the device misdiagnosed supraventricular tachycardia as ventricular tachycardia due to programming. Programming changes were recommended and evaluation of the patients medication was also noted.